Event description:
It was reported that the patient presented in clinic for implant procedure. During implant, it was observed that the helix of the leadless pacemaker (lp) was stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis noted that the helix was stretched out of specification. The elongated helix is consistent with having occurred during procedure. Further analysis noted no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.